Event description:
Customer reported an IV set leaking from a tear at the silicone segment upper fitment area while infusing on a pt. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. Customer stated the tubing was discarded. The customer complaint of set leaking from a tear in the silicone segment near the upper fitment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.